Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a bilateral case of "2+" diffuse lamellar keratitis (dlk) on day one post lasik procedure. Reporter indicated the patient was instructed to increase eye drop medications, and dlk was resolved seven days post procedure. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. The root cause could not be identified conclusively. After lasik, in approximately one percent of the treatments stage 1 dlk occurs (stages 2 and 3 occur at lower frequency). (B)(4).